Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Clinical data log showed current values were not less than 1na for 55-60 minutes before sensor terminated indicating that the residual fluid and moisture was continuing to react with the sensor chemistry. Sensor state 7 with event code 11, 224 & 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" and was unable to obtain readings. The customer was already in hospital at time, and blood glucose test was done. A healthcare professional administered insulin (type and dose unspecified). There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the adc device. Customer received a "replace sensor" and was unable to obtain readings. The customer was already in hospital at time, and blood glucose test was done. A healthcare professional administered insulin (type and dose unspecified). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The customer is using fs libre 3 sensor with fs libre reader. Fs libre 3 sensor with reader is not approved for market in us; however, libre 3 is same/similar to libre 2 which is currently on market in the us. All pertinent information available to abbott diabetes care has been submitted.